Event description:
The customer's glucose was tested using his 2 contour meters. He received readings of 99 and 225 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.